Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced 8 infusion sets cannula kinked events on 17-may-2024, 23-may-2024, 28-may-2024, 30-may-2024, 06-jun-2024, 10-jun-2024, 17-jun-2024, 24-jun-2024 within 3 hours of insertion. The infusion sets has been used for few hours. Patient replaced the infusion sets and resumed insulin deliveries. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 7 of 8. E1: (B)(6).